Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were reviewed. The first and second photos show the balloon in partially deflated condition and unraveled fibers were observed on the balloon, and it was also noted that the fibers are twined around the balloon in the middle of the balloon. The third photo shows the balloon package in which the product details can be verified with the reported event. No other anomalies are noted in the submitted photo. As the submitted photo shows the evidence of unraveled fiber and no significant evidence for balloon entrapment over the stent couldn't note on the provided photo. Hence the investigation was confirmed for the reported unraveled fiber and the investigation remains inconclusive for the reported entrapment issue. A definitive root cause for the reported balloon entrapment and unraveled fiber could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3, h6(method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the fibers of the pta balloon allegedly got hooked to the stent and got loose and entangled in the balloon itself. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the fibers of the pta balloon allegedly got hooked to the stent and got loose and entangled in the balloon itself. There was no reported patient injury.